Manufacturer narrative:
E4.; new information received and the additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
This complaint is in reference to the alcon product air optix colors. A consumer initially reported that lenses sliced her eye four times. Additional information received with medical records states that the consumer visited doctor on (B)(6) 2023 and reported one day history of conjunctival erythema, tearing, crusting, and foreign body sensation. The consumer also reported swollen draining scratchy itchy eye and eye infection. Consumer was diagnosed with conjunctivitis and suspected corneal abrasion. Consumer was recommended a follow up with eye specialist and was prescribed with tobramycin ophthalmic solution with a frequency of two drops in affected eye every six hours for the next seven to ten days and contact lens wear was discontinued. Consumer visited eye specialist on (B)(6) 2023 and anterior examination was performed which showed normal adnexa, tarsal plate, lacrimal gland, lacrimal drainage, orbits, preauricular nodes, bulbar, palpebral, tear film, sclera, and iris in both eyes. Left eye epithelium showed spk (superficial punctate keratitis) and consumer was prescribed with doxycycline hyclate 50mg capsule with a frequency of one capsule twice a day for thirty days. The current status of consumer¿s eye was resolved at the time of this report. Additional information has been requested but not yet received

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record, production information and periodic trend for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).